Event description:
A malfunction was reported on a customer's pump, with no notable events occurring before the issue. There was no reported adverse impact to the customer. After assistance from technical support, the pump was successfully reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur, which they acknowledged.